Event description:
Leaking around the base in between the needle and the tubing. Pt came back to the office when their 5fu is leaking in this area.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.